Event description:
Revision surgery - the surgeon converted from a hemispherical shoulder to a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose joint after 6.7 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the loose joint was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.